Event description:
The pt had mitral valve prolapse syndrome with significant mitral regurgitation and atrial fibrillation for which a porcine xenograft was placed on 3/9/83, and the patient was followed until 1984. In april of 1994, he was reevaluated and found to have moderate to marked mitral stenosis due to progressive deterioration of the prosthetic valve, mitral valve prolapse syndrome, severe mitral regurgitation, chronic atrial fibrillation. On 5/19/94, the valve was replaced with another mitral valve.